Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Manufacturer narrative:
Corrected report source from user facility to foreign distributor.

Event description:
The customer reported that the device beeps. There was no negative patient impact.

Event description:
The customer reported that the device beeps. There was no negative patient impact.